Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one unspecified baxter access set was leaking due to cracked at top of the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
An unspecified baxter access set leaked due to an unspecified crack. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. An inspection of the returned photograph was performed and it was determined that the photograph did not provide evidence of the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.